Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt had red spots on skin underneath tape collar inferior to stoma. No further info was provided and pt outcome was not reported.